Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter in two segments returned for evaluation. On the visual evaluation of the device the first segment consists of the luers, bifurcate and catheter which had a complete circumferential break and the second segment consist of remaining portion of the catheter and the balloon noted to detached from the catheter and not returned for evaluation. No other anomalies noted, no functional evaluation performed due to the condition of the device. Therefore, the investigation remains inconclusive for the unraveled fiber as the balloon was detached from the catheter and not returned for evaluation. However, the investigation is confirmed for the identified detachment of device as the device returned in two segments for evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2023),g3,h6(device, method). H11: h6(result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had line in outside. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had line in outside. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.